Event description:
Home care provider (hcp) reported the following information: pt was filling the c1000 from the reservoir unit when the c1000 caught fire. Pt denies smoking or using electrical items when filling the portable. Pt's spouse smokes, but not around oxygen. Pt advised to go to the doctor, but pt refused. Pt did go to the doctor in april 2003. Pt has burns on the nose, lip, and left side of the face above the lower jaw bone. Pt also has burns on the left hand and wrist below the thumb. Pt's hand was bandaged, but the degree of the face and hand burns are unk. Pt alleges the unit exploded, however, the unit has no burns or smoke on it. The seven foot nasal cannula was burned at the nasal prong end and about eighteen inches from the nasal prongs. The nasal prongs were burned completely off. Hcp reviewed oxygen safety and left safety instructions with the pt.